Manufacturer narrative:
Corrected eval result code from no findings available to no device problem found. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results of two patient samples when using a cobas ® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The two initial tests generated sars-cov-2 on the cobas® liat® system. A repeat testing of the samples was carried out in the microbiology laboratory using alinity-m resp-4 assay and the results were sars-cov-2 negative. Although requested, it is still unknown whether the alleged discrepant results were reported to the patients or medical personnel. No harm or injury is alleged. Investigation is in progress. Per the FDA guidance two (2) mdrs will be filed, one (1) per each sample.

Manufacturer narrative:
Although no data was provided for the investigation. Therefore it is likely that the discrepant result could be caused if the patient's sample has a CT value at the limit of detection (lod). Lod samples have a low viral load and are low titer samples. For very weak samples near the lod of the assay, it is expected to receive wavering results from run-to-run. The concentration of viral material at this level is so low that it may not be detected and amplified during an assay run. Conversely, it can happen in a situation where the customer re-tested the samples using another test platform. Moreover, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. There are no data to justify this hypothesis. The allegation is substantiated. (B)(4).